Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's right ventricular lead exhibited capture failure and high, out of range pacing impedance. The lead was capped and replaced on (B)(6) 2022. The patient was stable.